Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. . Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient was in the clinic for routine follow up, it was found that their controller had a loose connection. The controller was exchanged. It was noted this resulted in user annoyance, but no patient complications have been reported as a result of this event.

Manufacturer narrative:
It was reported that there was a loose connector on the controller. The controller was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis was not performed since the unit was not returned. Applicable risk documentation and experience with events of similar circumstances were considered; based on an investigation conducted, a possible root cause of the reported event can be attributed to inadequate thread lock, an inconsistent thread lock cure time and an inadequate torque application during the assembly process. If information is provided in the future, a supplemental report will be issued.